Manufacturer narrative:
The following functional tests were performed: the philips field service engineer (fse) checked the alarm record, determined the speaker required replacement and replaced the speaker. Based on the information available and the testing conducted, the cause of the reported problem was a speaker malfunction. The reported problem was confirmed. The device was operational after the speaker was replaced. E1: reporting institution phone#: (B)(6). E1: reporter phone# :(B)(6). D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
During the repair for a unrelated issue it was discovered the device has a defective speaker. The device was not in clinical use. There was no report of patient or user harm. A good faith effort attempt is being conducted to confirm if there was still sound present with the device.

Manufacturer narrative:
A good faith effort attempt to confirm if there was still sound coming from the device was unsuccessful.